Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2015: the device was returned to animas and evaluated by product analysis on 2/23/15 with the following results: pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Pump was exercised for 24hrs; no "ghost¿ boluses were recorded in pump history during this time. No hypersensitive keys were observed on keypad. Unable to duplicate the complaint. Unrelated to the complaint, the battery compartment is cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2014, the reporter contacted animas and alleged that the patient received several ghost boluses. Reporter states there is no tactile issue with keypad. Bolus history listed several boluses through the pump from 5:45 pm to 8:03 pm that reporter states they did not issue. The patient had blood glucose (bg) levels between 43 and 60 mg/dl with shakiness and slurred speech. Patient received no unusual treatment. During troubleshooting, customer support determined the pump should be replaced and advised the patient to discontinue pump use. This complaint is being reported because the patient experienced hypoglycemia after receiving boluses that were not programmed.